Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: the proximal seal tore and fell into the abdomen; it was retrieved. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.